Event description:
Invalid result (s). Customer had no lines on test cassette. She confirmed she performed the test per the instructions but no lines appeared. She was unable to provide a picture because she has thrown out the cassette.

Manufacturer narrative:
Batch records for final product manufacture and qc record for (B)(6)were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(6)can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative

Event description:
Invalid result (s). Customer had no lines on test cassette. She confirmed she performed the test per the instructions but no lines appeared. She was unable to provide a picture because she has thrown out the cassette.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.